Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, all 3 leaflets had cut sections that were not returned with the valve. Sewing ring was cut near the midpoint of leaflet 2. The x-ray demonstrated commissure 2 wireform appeared bent. These damages most likely occurred during explant. Per the patient's medical records, the patient initially had aortic valve replacement (avr) [with an edwards bioprosthesis] and mitral valve replacement (mvr) on (B)(6) 2013. After mvr and avr, there was a perivalvular defect just below the left main trunk requiring repair. There was also a left ventricular disruption due to extensive recalcification of the mitral annulus with successful hemostasis achieved. There was massive bleeding due to coagulopathy and long cardiopulmonary bypass time. Postop transesophageal echocardiogram confirmed excellent biventricular function, excellent function of the aortic and mitral prostheses, small wall motion abnormality in the posterior base of the heart, likely where the ventricular disruption had started. On (B)(6) 2013, the patient returned to the operating room for emergency reoperation for massive bleeding and repair of left ventricular tear. There was complete separation of the left ventricle from the left atrium which was successfully repaired. The mitral and aortic valves were re-replaced with extensive reconstruction of the heart; however, due to the long complex procedure and massive blood loss, initial hypovolemic shock leading to profound coagulopathy. The patient died of bleeding which could not be controlled, cardiogenic shock, and hypovolemic shock on (B)(6) 2013. The explanted aortic valve (subject device) was returned to edwards for analysis. Unfortunately, the root cause of this event could not be confirmed based on the condition of the valve as received (see evaluation summary above). Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication. In this case, the op report ((B)(6) 2013) documents a left ventricular disruption due to extensive recalcification of the mitral annulus. There was also a small wall motion abnormality in the posterior base of the heart, likely where the ventricular disruption had started at the end of the procedure. Although the root cause of this event cannot be conclusively determined, it appears that the patient's death was likely resulted from aggressive debridement of calcified tissue during mvr. There have not been any allegations of a malfunction or deficiency related to the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 days. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details were provided.